Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on (B)(6) 2013, in a hospital. The customer was hospitalized on (B)(6) 2013. The cause of death was heart failure. The caller stated that the customer went to the emergency room due to low blood glucose and not getting enough oxygen. The customer had copd, emphysema, and had a corroded artery replaced. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; she was using slow and fast acting insulin. The caller stated that they did not know how long the insulin pump had been disconnected; the customer never mentioned to her sister if she was using the insulin pump. The customer was not using sensors. The caller stated that they did not have the customer's insulin pump.